Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer states they run self test and it failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No unexpected the motor arm cannot communicate with the main arm or the motor processor did not ack a command from delivery manager in reasonable time error or inter processor communication error alarms during testing. However, the motor arm cannot communicate with the main arm and inter processor communication error alarm were found in the formatted history file due to a software error.